Event description:
The pt reported the pump was hot to touch. Upon examination, the pump was found to exhibit corrosion in the battery compartment.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pt stated that upon examination visible corrosion was observed in the battery compartment. The pump was returned to animas for eval. The pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. The pump guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Eval found that the pump functions were operating within required specifications, and the complaint that the pump exhibited heat could not be verified or duplicated.